Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The father reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 431 mg/dl. Customer treated their blood glucose with a bolus. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles and site/insulin issues. It was also the insulin pump passed a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer's blood glucose was 348 mg/dl at the end of the call. The father also called back to report the insulin pump malfunctioned. The customer agreed to return the insulin pump for analysis.